Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The investigation confirmed that the device was not correctly identifying the power source. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device failure to accurately recognize the power source was due to an isolated component failure within the device main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was detecting ac power as a dc power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was detecting ac power as a dc power source.. There was no patient injury reported as a result of this incident.